Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while wearing the infusion device. The patient experienced elevated blood glucose symptoms of nausea and vomiting. At 8:30 pm the patient's mother transported her to the hospital. At the hospital the patient received a blood glucose result of 564 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with insulin. When the roche nurse arrived at the clinic, it was discovered that the insulin cartridge within the infusion device was empty. The doctor disconnected the patient from the infusion device and the patient will continue treatment with insulin pens. The patient was discharged from the hospital on (B)(6) 2019. The infusion device was requested to be returned for product evaluation.